Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No button error alarm noted. Device had intermittent button response on the act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. Device uploaded properly using carelink. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had having problems with the up button. The customer blood glucose level was unknown. Customer also hospitalized due to diabetic ketoacidosis. The device will not be returned for analysis.